Manufacturer narrative:
This report is submitted on march 20, 2020.

Event description:
Per the clinic, it was reported that the patient experienced an extrusion of the fixture, resulting in a loss of osseointegration (date not reported).